Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen for implant, using 8f amplatzer torqvue delivery system. The device embolized after attempting to recapture into the sheath. The device was retrieved using gooseneck snare. A replacement 16mm device was successfully placed to close the defect. The patient was reported to be stable.

Manufacturer narrative:
An event of device embolization into the descending aorta was reported. Information from the field indicated that the device embolized after attempting to recapture into the sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.